Manufacturer narrative:
For the reported event, a ge healthcare service representative performed a checkout of the equipment and confirmed the reported event. The caster was replaced, and the unit was returned to service.

Event description:
This report summarizes 1 malfunction event. A review of the event indicated that model 1009-9002-000 anesthesia gas machine experienced a caster wheel break off the unit. The report was received from a single source. The reported event did not involve a patient.